Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. This complaint is being reopened for pump evaluation due to the device being received. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen on event lines 245-246 and 256 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. It was noted that the pump's "on/off" key was inactive and could not turn on on it's own, only powering on when a battery is plugged into it, or connected to ac power. When the battery was taken out the pump turned off immediately. A 20 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's parameters were used. The pump ran for 20 ml at a rate of 0.7 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further investigation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA.